Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for an m31 air detected in cassette warning which occurred on (B)(6) 2023. When technical support had the patient power on and close the clamps to take the cassette out of the cycler, the patient saw that the solution bag white clamps that were not in use were open and not closed as they should have been. No fluid leak was discovered. During follow-up the patient reported that they tested positive for peritonitis after going to the clinic for drain pain. Additional follow-up received on (B)(6) 2023 which confirmed the patient presented to the outpatient dialysis unit on (B)(6) 2023. A peritoneal effluent fluid culture and cell count (wbc = 848 u/l) were collected, and the patient was tentatively diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 4 days for 14 days, and cefepime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for growth (organism not provided), and the patient¿s cefepime was discontinued. According to the peritoneal dialysis registered nurse (pdrn), the cultured bacteria is commonly attributed to a touch contamination event. The patient is recovering from the events and will complete the course of antibiotics on (B)(6) 2023. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis therapy utilizing the liberty select cycler with liberty cycler set and the patient event of peritonitis. However, the patient reported an m31 air detected in cassette warning which was discovered to be triggered by open clamps and not a fluid leak. The patient user error triggered the alarm and possibility of air entering the system and patient. The liberty select cycler user¿s guide instructs the user to close all clamps for unconnected or unused lines. The reported peritonitis was confirmed by the pdrn; however, the specific organism which was detected was not provided. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the information available and no allegation of a malfunction, deficiency, or defect, the liberty select cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The patients' failure to close the clamps cannot be ruled out as a cause of the patient¿s peritonitis. Furthermore, the pdrn reported the patient's peritonitis was most likely cause by a touch contamination event, given the organism cultured. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. Based on the complaint description and information provided the reported peritonitis was attributed to a breach in aseptic technique. There is no allegation of cassette malfunction. As there is no allegation related to product manufacture, the complaint is deemed as unconfirmed.

Event description:
The peritoneal dialysis (pd) patient contacted fresenius technical support for an m31 air detected in cassette warning which occurred on 20/apr/2023. When technical support had the patient power on and close the clamps to take the cassette out of the cycler, the patient saw that the solution bag white clamps that were not in use were open and not closed as they should have been. No fluid leak was discovered. During follow-up the patient reported that they tested positive for peritonitis after going to the clinic for drain pain. Additional follow-up received on 5/may/2023 which confirmed the patient presented to the outpatient dialysis unit on 24/apr/2023. A peritoneal effluent fluid culture and cell count (wbc = 848 u/l) were collected, and the patient was tentatively diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1000 mg every 4 days for 14 days, and cefepime 1000 mg daily for 14 days. The patient¿s peritoneal effluent culture result returned positive for growth (organism not provided), and the patient¿s cefepime was discontinued. According to the peritoneal dialysis registered nurse (pdrn), the cultured bacteria is commonly attributed to a touch contamination event. The patient is recovering from the events and will complete the course of antibiotics on 6/may/2023. The patient continues to undergo ccpd therapy utilizing the same liberty select cycler without reported issue.